Event description:
During pre-case planning, the physician decided to use the excluder bifurcated endoprosthesis devices in an aorto-uni-iliac approach because of severe access vessel stenosis. Two excluder bifurcated endoprosthesis trunk-ipsilateral devices were successfully implanted. A femoro-femoral crossover graft was implanted to perfuse the pt's opposite leg. There was no adverse outcome for the pt. No allegation of deficiency regarding any of the devices used in this case was made. The physician was pleased with the outcome.